Manufacturer narrative:
Additional information received that the patient was operated in another center and had a cuff explanted. Dr. (B)(6) discovered the erosion but the patient was treated elsewhere.

Event description:
It was reported that the patient experienced erosion of an artificial urinary sphincter(aus) cuff. An procedure to explant the cuff is scheduled. The patient condition was reported to be fine.

Event description:
It was reported that the patient experienced erosion of an artificial urinary sphincter(aus) cuff. An procedure to explant the cuff is scheduled. The patient condition was reported to be fine.